Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a partial display. A small part in the middle of the display was missing. His/her blood glucose was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump had a missing segment due to a cracked connector on the liquid crystal display board. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.